Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during therapy, the catheter had inadequate drainage. The therapy was not completed. Nothing else unusual was observed on the device prior to use. Flushing or priming done prior to use had a normal result. No other products were being utilized with the device. No other defects or damage were found on the product. The line was not hard to flush with the syringe. There was no blood return prior to the syringe flush. No anticoagulant (tpa, heparin) was used. No other medical intervention or treatment was required as a result of the event. There was no blood loss. A blood transfusion was not required. The patient was hospitalized for three days (the date of which could not be determined). Medication was administered during hospitalization. The patient went home. The patient was in good condition after the event.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during therapy, the catheter had inadequate drainage. The therapy was not completed. Nothing else unusual was observed on the device prior to use. Flushing or priming done prior to use had a normal result. No other products were being utilized with the device. No other defects or damage were found on the product. The line was not hard to flush with the syringe. There was no blood return prior to the syringe flush. No anticoagulant (tpa, heparin) was used. No other medical intervention or treatment was required as a result of the event. There was no blood loss. A blood transfusion was not required. The patient was hospitalized for three days (the date of which could not be determined). During the hospitalization, the patient was given soft stool agents (stool softener liquid gels for gentle and softening relief) for treatment. The patient went home. The patient was in good condition after the event.